Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that to promote healing of the posterior occipital midline incision (cerebrospinal fluid leakage from the posterior midline incision after ventricular drainage tube removal), consent was obtained from the patient¿s family, and a cisternal drainage procedure was performed in the general ward. The patient was placed in the left lateral knee-flexed position. Routine disinfection and draping were performed. The l2/3 intervertebral space was selected as the puncture site. After successful local infiltration anesthesia with 2% lidocaine, the lumbar puncture needle was inserted vertically through the skin to a depth of approximately 7 cm. The stylet was removed, and clear, colorless cerebrospinal fluid flowed out. The pressure was measured at 180 mmh2o. The lumbar puncture needle was removed. The external drainage system was opened, and the puncture needle was inserted along the original puncture site and direction to a depth of approximately 7 cm. After removing the stylet, cerebrospinal fluid was observed to flow out. The cisternal drainage catheter was inserted through the puncture needle into the cistern, and it was confirmed that at least 10 cm had been placed within the cistern. The puncture needle was slowly withdrawn. Initially, clear and colorless cerebrospinal fluid flowed out, followed by bright red blood flowing out and coagulating within the tube, causing blockage. It was therefore decided to remove the drainage catheter and reinsert it. After the drainage catheter was slowly withdrawn, a fracture was observed at the cisternal end of the drainage catheter (the fracture point was approximately 11 cm from the distal cisternal tip of the drainage catheter). After reporting to the supervising physician, the puncture site was covered with sterile gauze. The patient¿s condition was closely monitored, and removal of the fractured drainage catheter segment was planned as the next step. The patient was transferred to the operating room for ¿spinal canal¿subcutaneous fractured drainage catheter removal.¿ during the operation, the fractured drainage catheter segment was completely removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.